Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump gave an audio beep and displayed an alarm but customer cannot recall what the alarm was. The customer tried to review the alarm history to find what alarm occurred. Customer read the first three lines with no issues they were all low reservoir. When trying to read the next line customer reported that there were dots. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.